Event description:
Reported issue: I need to send in a mallet that broke during a case. The head sheared off at handle again.

Manufacturer narrative:
Qn#(B)(4). Device history record (DHR) was reviewed for notifications pertaining to incoming inspection, stock checks, and product returns. No concerns were noted with reference to km46666. (1) sample of km46666 lot a9 was received for evaluation. The mallet head has broken away from the handle. The fracture plane shows cracks parallel to the impact plane which is abnormal. The mallet face exhibits deformation and the edges of the mallet face from excessive impact. Damage is consistent with over stressing of the mallet head. The mallet face is deformed indicating that excessive force has been applied off center from the mallet face. (1) sample of km46666 lot a9 was received for evaluation. The mallet head has broken away from the handle. The fracture plane shows cracks parallel to the impact plane which is abnormal. The mallet face exhibits deformation and the edges of the mallet face from excessive impact. A dimensional inspection was not required as part of this investigation. A functional inspection was not required as part of this investigation. Device history record (DHR) was reviewed for notifications pertaining to incoming inspection, stock checks, and product returns. No concerns were noted with reference to km46666 damage is consistent with over stressing of the mallet head. The mallet face is deformed indicating that excessive force has been applied off center from the mallet face.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Reported issue: I need to send in a mallet that broke during a case. The head sheared off at handle again.